Event description:
While threading, something was catching on the catheter making it leak at the exit site along the catheter & down the body. They changed the needle and were able to complete the placement.